Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd preset¿ arterial blood collection syringe had insufficient blood flow through the device during use. The following information was provided by the initial reporter: the customer stated they ¿can't get a blood gas. Blood rises up through the needle and then stops at the pump body."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe had insufficient blood flow through the device during use. The following information was provided by the initial reporter: the customer stated they ¿can't get a blood gas. Blood rises up through the needle and then stops at the pump body.".